Event description:
It was reported that the pulse generator exhibited loss of ventricular capture. The patient was seen in clinic and device testing was normal. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.